Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level in the 400's mg/dl. The customer treated by drinking water and via a bolus. Troubleshooting for the high blood glucose was declined by the customer's mother. The customer had some issues with the sensor and had a couple sensors that broke. Caller stated that when they tried to put in the sensors, they would not do anything. The caller also reported that the sensors were damaged when they took them out and they thought they were able to use them. The products will not be returned for analysis.